Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The customer had the water company replace the water filters while the instrument was running. The cse noted that possible contaminants may have been introduced during that time. The cse performed decontamination. The cse ran multiple washes. The customer ran calibration and quality control, resulting within range. A precision test was performed, resulting within range. A siemens customer care center (ccc) provided assistance to the customer for monthly maintenance. Monthly maintenance included cleaning exterior analyzer panels and sample tray area, clean/replace reagent tray turntable wash solution reagent containers, clean saline bottle, clean cuvette detergent bottle, clean large water pump line filter, drain vacuum tank and degasser and inspect the dilution bowl and waste drain nozzle. The cause of the discordant, falsely elevated calcium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated calcium result was obtained on a patient sample on an advia chemistry xpt instrument. The initial result was not released to the physician(s). The customer repeated the same sample on the same advia chemistry xpt instrument, resulting lower. The repeat result was released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcium result.